Event description:
It was reported that patient underwent hip replacement surgery in 2002. Patient made a misstep and experienced hip pain on (B)(6) 2014. Revision procedure was performed on (B)(6) 2014 due to dislocation from the ringloc liner hi-wall being broken. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Implant date - 2002 (exact date unknown). Evaluation in process but not yet complete. Upon completion of evaluation, a follow-up report will be sent to the FDA.

Manufacturer narrative:
The returned arcom liner has severe evidence of wear, oxidation and delamination, with the fracture having occurred along the high wall, a feature which would otherwise assist in preventing dislocation. It is possible that one or a combination of high inclination angle, high anteversion of the shell and possible joint laxity caused abnormal loading of the high wall. This would likely have then led to elevated stresses and fatigue in the polyethylene and eventual fracture, with the associated pain and dislocation. Without further information, no other conclusions can be made.